Event description:
It was reported that high impedance readings were measured on all electrodes of the patient's lead. Preoperative testing was "ok." It was noted that a proper connection between the lead and the implantable neurostimulator did not exist. No patient symptoms were provided. The lead was removed and replaced. The second lead could not be connected to the neurostimulator properly. The neurostimulator was removed and replaced. It was, then, possible to connect the second lead to the new neurostimulator. A device system check was "ok." There was no injury to the patient. The patient was "doing fine for the moment." Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).